Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaints: bat211626 - 1650de - exp. Date: 11/30/2016, bat211616 - 1650de - exp. Date: 11/30/2016, bat211402 - 1650de - exp. Date: 11/30/2016, bat218831 - 1650de - exp. Date: 05/31/2017, bat210983 - 1650de - exp. Date: 11/30/2016, bat211443 - 1650de - exp. Date: 11/30/2016. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported from the site that the patient reports power switching event. It was stated that there was no effect on patient and that all the devices were exchanged. No additional information available.

Manufacturer narrative:
Heartware® ventricular assist system - battery. (B)(4).. Heartware® ventricular assist system - battery. (B)(4). Heartware® ventricular assist system - battery (B)(4). Heartware® ventricular assist system - battery. (B)(4). Heartware® ventricular assist system - battery. (B)(4). Heartware® ventricular assist system - battery. (B)(4). Heartware® ventricular assist system - battery. (B)(4). The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. It was reported that the patient was experiencing power switching events. The controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the controller revealed that the unit passed functional testing but failed visual inspection due to a loose power port 1 connector. This observation is not related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; an internal investigation has been opened by the supplier to address loose connectors and implement corrective actions as required. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the connection between the returned batteries and the controller during the analysis of the units. Results revealed that the electrical connection between the batteries and the controller was stable. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving (B)(4); all other batteries performed as expected with no indication of power switching. The most likely root cause of the reported event can be attributed to communication errors between the controller and (B)(4). Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.